Event description:
It was reported that at 64,080 joules while using the surgical fiber during a prostate procedure, there was a power failure intraoperation; upon restarting the system, the fiber was no longer usable (fiber expired). The procedure was completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture at distal site of fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited mild burnt on detritus; the outer flow tubing exhibited mild contamination, likely biologic. Based on the analysis, the potential for forward firing may also exist. Fiber card analysis: 64,080 joules; the fiber card is expired ¿ soft joule limit has been reached. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.